Event description:
Kimberly-clark has received a complaint indicating that an "o.r. Has reported a strikethrough on a microcool gown." After three attempts to obtain information, no additional information has been received. There was no reports of any communicable diseases or injuries related to the reported strikethrough. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
The incident device has not been returned for evaluation. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.